Manufacturer narrative:
(B)(4).

Event description:
The facility stated the lens was torn or folded in the tray when the package was opened. It was indicated that the lens was never used and there was no pt contact. However, when the product was returned, there was surgical residue on the lens. This indicates that there was an attempt to use the lens. It is unk if there was a product malfunction.